Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultrasmart meter had reverted to the setup mode. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. The same day, the patient noted the reported meter was displaying the setup mode, and misinterpreted the display as indicating his blood glucose level was 'high'. Based on this misinterpreted meter display, the patient administered an increased dose of insulin. Following the insulin dose, the patient experienced the symptom of blurred vision and he felt 'low'. The patient administered self-treatment by consuming candy. He did not seek medical attention. The customer care advocate was able to successfully talk the patient through resetting the meter's settings. The patient allegedly experienced symptoms of hypoglycemia after taking an increased dose of insulin based on a misinterpreted meter reading, and received self-treatment with food to alleviate his symptoms. Therefore, this compliant is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.